Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an implantable neurostimulator (ins) and the lead on the lead on their left. Healthcare professional (hcp) states they did a head MRI of the patient using a t/r coil. Hcp states system on the left "never worked since it was implanted in 2021" and they were told that the ins battery is dead. Hcp states that they started the pre-scan of the MRI but the patient complained of extremely sharp pain on the left side in the pelvis area. Hcp states the scan was then aborted. Hcp is wondering why patient may have complained of the sharp pain during the MRI even if all the scan conditions were me t for MRI. Hcp then speculated that maybe the ins battery was not actually depleted. Hcp states they did an x-ray after the MRI scan and everything looked fine, the lead was not broken and the lead was connected to the ins. Hcp states the system on the left was then explanted a few days after the MRI incident and was replaced.